Event description:
It was reported that the physician inserted the ivc filter into pt. When filter deployed 2 of the hooks caught in the venous sheath. The physician was able to dislodge the hooks. The physician attempted to enter through the right ij but it was occluded; then entered into the left ij with retireval system and successfully removed the filter from the sheath. At this point both the filter and the sheath were removed and the sheath replaced and a new filter was successfully deployed.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. Based on the info rec'd, the results are inconclusive and the root cause of the event is unknown. The info for use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer.